Manufacturer narrative:
(B)(4). Empty, damaged cartridge cover. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The cartridge cover was found to be broken and the piece missing. The instrument is designed to lockout when all the clips have been fired. No testing could be performed due to the returned condition. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance. Clip visible at the tip of the applier. Another like device was used. There was no patient consequence.